Event description:
The pt was reportedly experiencing overly loud stimulations, followed by loss of lock. External equipment was exchanged and program adjustments were made; however, this did not resolve the issue. Surgery to explant the pt's device will be scheduled.